Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, which resulted in peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included injections of cefazolin (1gm, twice daily (bd), route not reported), injections of ceftazidime (1gm, bd, route not reported) and injections of heparin (1000iu, &#50244;s&#56096;route not reported). The outcome of the peritonitis was unknown at the time of this report. The pd therapy was ongoing. No additional information is available.